Event description:
The customer stated that he was hospitalized due to a car accident. The customer's blood glucose reading at the time of the report was 203 mg/dl. The customer stated that the insulin pump was damaged in the accident. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.